Event description:
Usp received from customer stating "injection site on filter tubing came off when needle lock device removed. After medication had infused and needle device removed, rubber port noted to be missing. Found attached to needle lock device." No pt. Injury observed. No further info available.